Manufacturer narrative:
No product was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the cap failed to secure the needle and when removing the cap, the needle released and punctured the nurse's finger which caused the nurse to suffer a needle stick injury from a contaminated blood sample from a newborn cord blood. There was no patient injury. There was no medical intervention required and no patient death.